Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. During unpacking of a 28 x 2.75 promus elite drug-eluting stent, it was noted that the delivery system was cut and divided into two and cut has happened exactly at the center of delivery system. The device was replaced and the procedure was completed with a non-bsc device. There were no patient complications reported. The patient was stable and doing well.